Manufacturer narrative:
Examination was not possible, as the devices were not removed. Review of the device history records was also not possible, as the lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of loosening of stem/sleeve.